Manufacturer narrative:
Date of original surgery was unk, but reported as approx 12 years ago.

Event description:
Surgical intervention due to wear of the liner. During the surgery, the stem was found broken. The doctor decided to replace the stem as well as the insert.